Manufacturer narrative:
Returned for evaluation was a 14cm solero probe. The ceramic tip of the device was completely missing from the shaft. There was melted copper visible on the remaining portion which is likely part of a melted center conductor. In a thermal event the center conductor will melt and separate which is consistent with this complaint. This appears to be a thermal event that melted the center conductor, broke or loosened the ceramic tip allowed the tip components to detached. The outside of the semi-rigid outer jacket does exhibit some charring. There are small copper "spatters" indicating the copper center conductor melted. The cause of this type of thermal event could not be definitively determined. The customer's reported complaint description of tip fractured/detached is confirmed. Although the event was confirmed, a defintiive root cause could not be determined. A review of the device history records was performed for the indicated lots for any deviations related to the reported failure mode of the complaint.  The review confirms that the lots met all material, assembly and performance specifications; i.e. No ncr associated with reported failure mode. Labeling review: the instructions for use, which is supplied to the user with the solero applicators contains the following statements; "inspect all devices and packaging for damage prior to use. Do not use any devices that are damaged or if the sterile barrier is breached. "The solero microwave tissue ablation (mta) system and accessories are indicated for the ablation of soft tissue during open procedures. Avoid placing lateral forces on the applicator tip during placement or removal. Always use the lowest power and shortest time necessary to achieve the targeted ablation. Inspect the applicator after each ablation. If the applicator appears damaged, utilize another applicator for subsequent ablations. Warning: when placing the device, use the minimum force necessary and take care not to over advance the applicator. Refer to the shaft depth markings to monitor placement depth. Take care to not bend the tip as it may cause damage to the device. Do not energize the applicator unless the active region of the applicator is fully inserted into target tissue. If the applicator is not properly located into the selected tissue, an unintended thermal injury may occur. After each ablation inspect the applicator for any damage. If any damage is observed the applicator should be discarded and replaced with a new applicator." A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference (B)(4).

Manufacturer narrative:
The reported device has yet to be returned to the manufacturer for a device evaluation. An investigation into the root cause for product problem is currently in progress. The results of the investigation will be sent via a follow up medwatch. Reference (B)(4).

Event description:
An ir manager reported an issue with a 14cm solero applicator. During procedure preparation, the applicator was tested and deemed functional; therefore, CT/ultrasound guidance was utilized for probe placement. The ablation was commenced; however, approximately 1 minute into the burn, a "pop" was heard and the ablation was stopped. When the probe was removed from the patient, the ceramic tip was missing. A CT scan was performed and showed that the tip is retained within the patient's liver lesion. The patient's vitals were reported as stable and they were sent to the recovery area for 3 hours, per routine protocol.